Event description:
During a surgical procedure the base of the hyfrecator tip where the cord meets the wand shot flames out and burnt approximately 2/3 of the way through the base. The staff was quite concerned and the patient was quite agitated with these developments.